Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2700 mcg/ml baclofen at an unknown dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported a volume discrepancy of 6 ml was observed during a refill in (B)(6) 2017. A catheter dye study was planned for the next refill on (B)(6) 2017, however a dye study was not attempted as there was no volume discrepancy at the current refill and the drug concentration was changing. Due to this, the physician wanted to wait until the next refill to evaluate if there were any discrepancies. No symptoms were reported. It was unknown if the issue was resolved and the patient was noted to be "alive - no injury". No further complications were reported or anticipated.